Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was "high" although specific value not provided. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.